Event description:
The processing personnel in the facility was having reassembly issues with the gauge-1.6/2.0. The individual responsible for preparing the tools for cleaning and autoclave process was uncertain on how to reassemble the parts due to design complexity and similarity with another gauge found in the tray. In addition to this complaint, it was not intuitively apparent on how to utilized the tool according to the sales representative involved in the case. The surgeon was not able to properly identify which marking to use during the surgery. Thus, causing to misuse three screws prior to using competitors tool to complete the surgery.